Event description:
The customer reported that the insulin pump was malfunctioning and had not bolused at times when it was entered. The display had scratches and make difficult to read. The caller also mentioned that the activate button sticks, which could cause the error and the device to fail. The customer changed the battery frequently and suddenly the insulin pump power down and loss the settings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.